Event description:
It was reported that the patient underwent a surgical procedure to revise the artificial urinary sphincter (aus) due to atrophy. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient fully recovered following the procedure.